Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 27-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (8 mg/ml) via an implanted pump. It was reported that the patient was scheduled for a pocket revision and pump tack down. Upon opening the pocket, the catheter was found to be twisted several times from the pump flipping. The hcp unwound the catheter and tried to aspirate without success. The hcp then cut off a segment of the pump segment and was unable to aspirate again. The spine incision was then opened, and the hcp removed more of the catheter and connected a new pump segment of catheter and successful aspiration was achieved. The revision was successfully completed. A successful dye study was performed. The physician was unable to remove the entire piece of the cut catheter during the procedure. The physician suspected that the patient was flipping the pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.